Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was over 512 m/dl which was treated with insulin pump. Customer's blood glucose value was 596 mg/dl. Customer stated they had symptoms like headache due to high blood glucose. Customer was assisted with trouble shooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.